Event description:
It was reported that two incidents were reported regarding removal of catheter. Patient #1 (male in this ltd unit from 2012): a lot of difficulty inserting the catheter which led to injuring the patient with bleeding. They had to remove the catheter and use others (up to 5 strips) but still without success. Then they switched to another from competitor they still had in stock (they don't remember the catheter name, competitor and code. Just that the catheter was blue). Then they got the authorization to order, for this specific patient, the previous catheter used in this unit before our contract, the teleflex 170605160. The nursing team noted that the positioning of the balloon on the teleflex catheter is lower on the shaft than the bard's one. They believe that the fact that the patient has had an indwelling catheter since 2012 with a change every month, adhesions may have been created which makes the bard catheter less suitable. Experienced lot of pain and bleeding. Patient #2 (female): a lot of difficulty inserting the catheter. No bleeding. They finally managed to place the catheter. But there was no drainage happening. So, they switched to a catheter from a competitor they had in stock. And the drainage had to start again. Experienced lot of pain and no drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two incidents were reported regarding removal of catheter. Patient #1 (male in this ltd unit from 2012): a lot of difficulty inserting the catheter which led to injuring the patient with bleeding. They had to remove the catheter and use others (up to 5 strips) but still without success. Then they switched to another from competitor they still had in stock (they don't remember the catheter name, competitor and code...just that the catheter was blue). Then they got the authorization to order, for this specific patient, the previous catheter used in this unit before our contract, the teleflex 170605160. The nursing team noted that the positioning of the balloon on the teleflex catheter is lower on the shaft than the bard's one. They believe that the fact that the patient has had an indwelling catheter since 2012 with a change every month, adhesions may have been created which makes the bard catheter less suitable. Experienced lot of pain and bleeding. Patient #2 (female): a lot of difficulty inserting the catheter. No bleeding. They finally managed to place the catheter. But there was no drainage happening. So, they switched to a catheter from a competitor they had in stock. And the drainage had to start again. Experienced lot of pain and no drainage. Per additional information received via email on 29sep2025, it was reported that no physical sample is available. No lot number was provided. No additional information is available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as it states: insertion: wash hands. Use aseptic technique to prepare the patient for catheter insertion. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. Catheterize the patient using dominant hand. When catheter tip has entered bladder, urine will flow through the catheter. For female anatomy, insert catheter approximately 5 cm (2 inches) more. For male anatomy, insert catheter all the way to bifurcation. Inflate the balloon with pre-filled water syringe if included. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. Do not exceed recommended capacities as stated on the applicable labeling. The chart below provides additional information on inflation volume and balloon size. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). Note: drawing may not display actual shape of catheter tip or presence of additional lumen(s). Gently pull the catheter until the catheter balloon is snug against the bladder neck. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.